Event description:
A patient's venous samples was tested, by a refernce lab, with a result of 317 mg/dl, by a reference lab, with a result of 317 mg/dl. Six minutes later, an additional capillary sample was reportedly obtained from the same patient, and measured with the suspect device, with a result of 431 mg/dl. Reporter did not indicate if patient was fasting. According to reporter, patient was not treated based on values obtained on the suspect device. Quality control tests were reportedly run on the system and tested within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.